Event description:
Readings of 85 & 21 mg/dl completed within 10 minutes on one adc meter. Tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.